Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 12-aug-2021 to ensure the replacement products resolved the initial concern: able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 21, 23, 16, 17, 11 and 18 mg/dl; customer was advised that the true metrix air meter reads blood glucose levels from 20-600 mg/dl. The customer does not know her expected glucose range. At the time of the call the customer felt well and did not report any symptoms. Daughter stated that on (B)(6) 2021 customer had obtained a result of 54 mg/dl fasting and had been sweating. Customer had orange juice and candy and had gone to the hospital. Customer's blood glucose test result at the hospital had been 115 mg/dl non-fasting. Customer did not receive any diagnosis or medical treatment and had been discharged. During the call, a blood test was performed by the customer fasting and produced test result of 21 mg/dl using true metrix air meter; customer was not satisfied with the result obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/30/2022 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history (date not set; fasting/non-fasting status of the results was not disclosed): result 1: 21 mg/dl date: 12/02 time: 12:55 pm, result 2: 23 mg/dl date: 12/02 time: 1:51 pm, result 3: 16 mg/dl date: 12/01 time: 12:01 (am/pm not disclosed), result 4: 17 mg/dl date: 12/01 time: 12:01 (am/pm not disclosed), result 5: 16 mg/dl date: 06/19 time: 1:12 pm, result 6: 11 mg/dl date: 06/19 time: 8:14 am, result 7: 18 mg/dl date: 06/19 time: 8:45 am.

Manufacturer narrative:
Sections with additional information as of 05-oct-2021: h3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter and strips were returned for evaluation. Defect not reproduced on returned strips. Defect found on returned meter - defective lcd display/partial characters root cause: rc-026 meter displays partial characters due to user mechanical stress. The meter does not produce an e-4 or partial e-4 when running a blood glucose test.